Event description:
It was reported the patient had a volume discrepancy and a return of pain. The exact volumes were not reported. The concentration, dose, and drug in the pump were not reported. No outcome was reported. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.

Manufacturer narrative:
See scanned page.